Event description:
End of total hip case during instrument count, bovie tip was noticeably deformed and missing tip. Attempts to locate tip in incision were implemented per policy without success. End appears "burnt". Radiology films and fluro unable to locate, incision closed and patient recovered.